Manufacturer narrative:
Balt USA's reference number: (B)(4). During review of the maude database report mw5098825 was found on a hybrid guidewire. Balt USA is unable to obtain additional information and official complaint has not been sent to balt USA by its user. An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue.

Event description:
Report sent to FDA by user facility: "wire broke off during embolization procedure and was retrieved. During the procedure, it was realized that the hybrid wire had fractured and migrated into the left posterior cerebral artery. The guidewire was removed in its entirety, hemostasis achieved. FDA safety report ID # (B)(4)."